Event description:
It was reported that on (B)(6)2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. Two clips were implanted, reducing tr to a grade of 1. On (B)(6)2024, the patient returned to the hospital due to recurrent tr. Imaging showed that the two implanted clips caused damage to the anterior leaflet. Both clips remained stable on both leaflets. Tr increased to a grade of 4.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury (anterior leaflet tissue damage) resulting in tricuspid valve insufficiency/regurgitation per the physician was due to the implanted clips. Tricuspid regurgitation and tissue damage are known possible complications associated with triclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.